Event description:
It was reported the patients blood glucose level rose to 379 mg/dl while wearing the pod between 25 and 36 hours. As treatment, a new pod was placed.

Manufacturer narrative:
A damage was found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and signs of leakage were observed. The time and cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.